Event description:
A dawson mueller drainage catheter was inserted in a male patient using seldinger technique for nephrostomy use. Subsequently, the mac loc hub and drainage catheter separated causing the drain to leak. Another drainage catheter was inserted due to this occurrence. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.